Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements greater than 200 ohms. Technical services (ts) was contacted and after reviewing the information, suspected a fracture. Ts also recommended reprogramming options. This right ventricular (rv) lead remains in service. No adverse patient effects were reported.